Event description:
A blunt locking cannula was connected to a PICC line and stopcock. Tpn and lipids were infusing, and it was noted that there was leaking at hub of the cannula. The cannula was reviewed, and it appeared that there was cracking in the hub, which caused the leaking. It is not known how long the leaking occurred. The patient's blood sugar was checked, and it was within normal limits. The PICC line was still okay to use (not clotted).